Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self test. The pump was programmed and monitored for one day, and no unexpected alarm occurred during testing. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms were noted. The motor passed the motor test. No cosmetic damage was noted during physical inspection

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for an error. The blood glucose reading was 200 mg/dl. The customer also reported that the insulin pump had alarmed for a motor error and off no power. The insulin pump passed the self test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.